Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): failure mode could not be confirmed since samples were not received for evaluation. However, a review of the internal manufacturing device record for the lot reported was performed and it was confirmed that procedural and functional requirements needed to release the reported lot number were met. No issues related to equipment/machine were found during the investigation. It is not considered equipment/machine to be related to failure mode reported. Most probable cause could not be determined since no issues were found during the applicable manufacturing, inspection and packaging processes that can relate personnel or method with the reported failure and since samples were not received for evaluation.

Event description:
Despite using our product a few months ago, these last procedures have noticed a difficulty in triggering temno and often need to use both hands to finish the procedure. Points out that this did not happen before. Dr. (B)(6) reports that due to this difficulty, in one case just piercing the lung of the patient having the need to drain, the patient is now well.